Event description:
The patient reported the surgeon implanted a micl 13.2mm implantable collamer lens in her left (os) eye in (B) (6) 2008. The pt had been experiencing halos in low light conditions. The doctor's office was contacted and they reported the pt had visits in (B) (6) 2009 and (B) (6) 2009. The doctor did not have any notes on the duration of the condition. The doctor recommended alphagan, but was not sure if the pt tried it. Prognosis - excellent. Visual acuity post-op 20/30. The icl remains implanted. See MFR #2023826-2010-00062 for other eye.

Manufacturer narrative:
(B) (4): evaluation: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Medical review - glares and halos may be noted by pts even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, pts who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the pt's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).